Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 20, during pump load process despite following on-screen instructions and waiting to remove used cartridge as prompted. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged replacement pump, instructed customer to place affected pump into storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement device, which customer understood and acknowledged.